Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 06/07/2017, that on (B)(6) 2017, a loss of connection between the transmitter and smart device occurred. No additional patient or event information is available. No data was provided for evaluation. The reported loss of connection could not be confirmed. A root cause could not be determined.